Event description:
It was reported by service report that the footboard states that the mattress is not detected. The bed is not plugged into the wall outlet; therefore, there is no power to the auxilliary outlet. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Auxilliary outlet damaged.